Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited high threshold. Moreover, dislodgement was confirmed through chest x-ray and device interrogation. Subsequently, this rv lead was repositioned. No additional adverse patient effects were reported.